Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was playing with his brother and they accidentally ran into each other. Afterwards loss of hearing performance was noticed on the right side.

Manufacturer narrative:
Device investigation results are indicative of a broken coil wire due to chronic implant movement which has led to device failure over time. As per received information, the recipient experienced intermittent access to sound with the device after a trauma to the head. The reported external impact most likely contributed to the device failure. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.

Event description:
The user was playing with his brother on the trampoline and they accidentally ran into each other. Afterwards decrease of hearing performance and speech understanding was noticed on the right side. The user has been re-implanted.